Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with an insulin shot. The customer was informed that there could be many reasons for high blood glucose. The customer was to change the reservoir and infusion set. Assistance was provided by helping the customer run the insulin pump through a high pressure test. The customer's pump works as designed. No further information was provided.